Event description:
The patient stated that her blood glucose elevated to 240 mg/dl and she discovered that her infusion tubing separated at the luer connection. She was able to lower her blood glucose by changing the infusion set and bolusing approximately 2.2 units of insulin. She stated that the infusion tubing had been in use for a maximum of 2 days. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.